Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be flowing through the infusion set tubing. An infusion set, and cartridge change was performed to address the issue. Customer's blood glucose level was 143 mg/dl.